Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain. Per the initial report, the home patient (hp) had a damaged transfer set. The hp transfer set broke. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011 regarding the reported problem. The rn stated that the hp had a hole in the transfer set. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for damaged is not confirmed and the cause was not identified because there was no sample returned to baxter, and the lot number was not provided. The assignable cause for the reported problem was undetermined.